Event description:
It was reported that the bed required the fowler potentiometer assembly. No adverse consequences alleged.

Manufacturer narrative:
Multiple attempts have been made to contact customer. No response has been obtained. If add'l info is gathered, a f/u report will be applied.